Event description:
Additional information was received: did the doctor clear the soft tissue including the fatty pad on the anterior of both femur and tibia? Answer: yes, that part of the surgical technique was followed. Was there interference with the osteophyte? Answer: yes, this was the biggest issue they had. Once they opened up the leg there was so much growth it was difficult to see where the guide should be positioned and could not find a good home. Did the doctor do anything different outside the normal order of operations from the surgical technique? Answer: no, followed the technique. Did the doctor attempt to confirm the location of the guides by other means of measurements or instruments? Answer: no they did not get the guides on the bone secure enough to try confirming.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob,age), a3a, e1 (hospital name), h4. Corrected: d4 (lot), h6 (pec updated from trumatch plan/guide mismatch to patient anatomy to unable to assemble). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: it was not cracked or damaged in any way, the guides did not fit on the bone. There were inconsistencies between the trumatch guide and the bone surface that did not allow the guide to fit on the femur or tibia.

Event description:
It was reported that the guides were quite off when it comes to the bone. The surgeon was unable to get them to fit even a little bit.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : we completed this case on monday. The guides were quite off when it comes to the bone, the surgeon was unable to get them to fit even a little bit. Is there something that we need to do differently as far as osteophytes/etc in order to get the guides to fit. The device associated with this report was not returned to depuy synthes for evaluation. The investigation could not confirm the reported event. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device product description: trumatch CT cut guide kit l product code: 420915 lot number: tmk00081037 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed for trumatch CT cut guide kit l. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: trumatch CT cut guide kit l product code: 420915 lot number: tmk00081037 and no non-conformances or manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product description: trumatch CT cut guide kit l product code: 420915 lot number: tmk00081037 and no non-conformances or manufacturing irregularities were identified.